Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had an unstable left knee due to an accident. Revision of the insert to replace with a thicker one. During surgery it was found out that the ps post was broken. Leg axis 179 degrees. No additional mating components were involved, there was only a problem with the insert. No device, patient, intra-op (user) or outside trauma factors contributed to the event.

Manufacturer narrative:
Additional information: date of implant; date of explant; returned to manufacturer; device evaluated by mfg. An event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical record by a clinical consultant noted: "the primary harm involved is reported to be breakage of a tibial insert ps post. Further information would be required to determine the root cause for this event. The records reflect that the patient had a history of prior knee trauma and the knee remained unstable despite the tka surgery. It is likely the patient's knee required replacement with a tka with a higher degree of inherent constraint (ts) than that afforded by the ps insert. Because of the ongoing instability, the tibial insert post failed in response to the high stresses induced by the instability." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had an unstable left knee due to an accident. Revision of the insert to replace with a thicker one. During surgery it was found out that the ps post was broken. Leg axis 179 degrees. No additional mating components were involved, there was only a problem with the insert. No device, patient, intra-op (user) or outside trauma factors contributed to the event.